Manufacturer narrative:
The account found that the front caster broke off the lift. According to the service manual for likolight (3en450401 rev. 6), the following shall be checked at periodic inspection: caster wheels and forks: roll the lift, unloaded, along the floor, checking to ensure that all casters roll and turn freely. Verify that the caster fasteners are tight. There should not be any play between the fork and the caster nut. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The customer replaced the front caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the front caster broke off the lift. The lift was located in the patient room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).